Event description:
It was reported that cartridge alarm 30 occurred during the cartridge load process even though customer followed the prompts to remove used cartridge and had no prior similar alarms with this pump. There was no adverse impact to the customer¿s blood glucose level. Customer worked with technical support to load new cartridge using proper technique and was able to successfully load cartridge and resume insulin therapy, and no additional issues were reported.